Manufacturer narrative:
Correction to block (B)(4) as it was discovered that the date reported on the initial report was incorrect.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability on 07/02/2018. Right knee revised to address mechanical instability and tibial component loosening. Revising surgeon reported that knee was grossly unstable, both medial-laterally, and anterior-posteriorly. Tibial tray component was loose, removed with two taps, noted as completely debonded from the cement mantle. There was no cement adhered to the tibial tray. Femur, tibial tray, and tibial insert components revised. Patella component was well-fixed and tracked well, and was not revised. Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review: no non-conformances on this batch. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, however no other incidents related to implant loosening. Total for lot no: 3 (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.